Manufacturer narrative:
H3: pending investigation. D10: 5864966 02-010-04-0240 logic cr femoral por, left, sz 4, 4948944 02-012-45-4050 lgc tibial fit tray cem sz 4f / 5t, 5747422 200-02-41 three peg patella 41mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to poly wear. Revised from cr to ps. The femoral component and liner were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and prosthesis fracture. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and prosthesis fracture could not be determined as the devices were not returned for evaluation, and radiographs were not provided.